Event description:
The email received for the (B)(4) study indicated that (B)(6) months after the index procedure, the patient experienced mi and acute gastroenteritis. At the time of index procedure, the patient underwent deployment of a 3x13 mm cypher stent to the mlad. It was reported that the patient presented to the hospital with the complaints of diarrhea, nausea, and vomiting, and abdominal pain which was later diagnosed as gastroenteritis; and also experienced mi approximately (B)(6) months after the index procedure. The patient's cardiac enzymes result was reported to reveal that the troponin I was 1.24 (0.49 unl) and ckmb was 8.6 (5 unl). On (B)(6) 2012, the troponin I was 0.74 and ckmb was 7.3. The patient's computerized tomography of the abdomen and pelvis was reported to reveal scattered diverticulitis without evidence of inflammatory change, questionable colitis, atherosclerosis, degeneration of spine and dextroscoliosis. The patient was diagnosed with mi on (B)(6) 2012. No additional information regarding mi has been provided after multiple requests. On (B)(6) 2012, the patient was diagnosed with acute gastroenteritis. The outcome of the event was resolved/recovered. The event was considered as unlikely related to the study drug, and not related to the study stent and index procedure.

Manufacturer narrative:
Concomitant medications at the time of mi included amlodipine, angiomax, aspirin, plavix, crestor, losartan, metoprolol, and omeprazole. Complaint conclusion: the email received for the (B)(4) study indicated that (B)(6) months after the index procedure, the patient experienced mi and acute gastroenteritis (captured as a non-complaint). This is a (B)(6) female, with medical history including hypertension and diabetes mellitus. At the time of index procedure, the patient underwent deployment of a 3x13 mm cypher stent to the mlad. It was reported that the patient presented to the hospital with the complaints of diarrhea, nausea, and vomiting, and abdominal pain which was later diagnosed as gastroenteritis; and also experienced mi approximately (B)(6) months after the index procedure. The patient's cardiac enzymes result was reported to reveal that the troponin I was 1.24 (0.49 unl) and ckmb was 8.6 (5 unl). On (B)(6) 2012, the troponin I was 0.74 and ckmb was 7.3. The patient's computerized tomography of the abdomen and pelvis was reported to reveal scattered diverticulitis without evidence of inflammatory change, questionable colitis, atherosclerosis, degeneration of spine and dextroscoliosis. The patient was diagnosed with mi on (B)(6) 2012. No additional information regarding mi has been provided after multiple requests. On (B)(6) 2012, the patient was diagnosed with acute gastroenteritis. The outcome of the event was resolved/recovered. The event was considered as unlikely related to the study drug, and not related to the study stent and index procedure. No sterile lot number information is available thus no DHR could be performed. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.